Event description:
The lvad clinician stated that the replacement previously reported was a clamshell repair.

Manufacturer narrative:
A direct relationship between the device and the reported superficial damage to the driveline¿s silicone sleeve could not be conclusively determined through this evaluation. The patient¿s submitted log file contained data from (B)(6) 2018 to (B)(6) 2018. The pump was set to a fixed speed of 9600 rpm and operated above the low speed limit of 9000 rpm for the duration of the log file. There were no atypical alarms and the log file appeared to show the system operating as intended. The heartmate ii left ventricular assist system instructions for use and patient handbook explain that all heartmate ii left ventricular assist system drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad driveline was damaged and much repaired. The patient was asymptomatic. Technical services reviewed the submitted log file and found no unusual event recorded. The driveline data was within normal parameters and the equipment was functioning as expected. It was reported that the driveline would be left as is as a previous replacement was performed and the patient was not a candidate for pump exchange.